Event description:
The customer reported the middle screen displays black images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the image intensifier grid to be broken and the cause of the black images. Ge rep replaced the grid. System operates as intended.